Event description:
It was reported to boston scientific corporation that a zero tip basket was to be used in the right kidney during a soft ureteroscopic lithotripsy procedure performed on (B)(6) 2022. During preparation, the basket wire was found detached. Another zero tip basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket wire detached. Block h10: the returned zero tip basket was analyzed, and a visual evaluation noted that one of the four basket wires was broken. Under microscope magnification, the basket wire is still attached to the basket. The handle was actuated for the functional test, and the device opened and closed normally. The reported event was confirmed. Based on the information available, it is possible that the manipulation or technique used to interact with the device at the time caused one of the basket wires to break. The condition in which the device was returned suggests that excessive force was used. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a zero tip basket was to be used in the right kidney during a soft ureteroscopic lithotripsy procedure performed on (B)(6) 2022. During preparation, the basket wire was found detached. Another zero tip basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.